Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc and act buttons due to unlocked lcd keypad connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button was no longer working. The customer blood glucose level was 310 mg/dl. The customer was assisted with troubleshooting. Customer stated that insulin pump was dropped but not related to the button issue. Customer stated that insulin pump had time clock for one minute to verify time was advanced. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.